Event description:
It was reported that during the preparation of a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation (af), a polarsheath steerable sheath was intended to use. Following the opening of the sheath, it was found that the dilator had a defect on the tip. The tip of the introducer dilator had a shaving attached. The introducer dilator has never been inserted into the patient body. Troubleshooting was performed and the sheath was replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The polarsheath was visually inspected for any damage that would have led to the allegation seen in the field. As received, the dilator distal tip was damaged. The damage observed was a squished and cut distal tip which appeared as a shaving, though the material was still intact to the dilator. There was also no mention of external damage to any of the device packaging upon receipt. It is believed that this dilator tip became damaged during removal from the packaging. The "unintended use error caused or contributed to event" conclusion code was selected based on analysis of the returned product. Analysis found that the allegation was confirmed. As received, the dilator's distal tip was damaged. The damage observed was a squished and cut distal tip which appeared as a shaving, though the material was still intact to the dilator. Device history record (DHR) review shows this device met all specifications prior to distribution. There was also no mention of external damage to any of the device packaging upon receipt. It is believed that this dilator tip became damaged during removal from the packaging.

Event description:
It was reported that during the preparation of a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation (af), a polarsheath steerable sheath was intended to use. Following the opening of the sheath, it was found that the dilator had a defect on the tip. The tip of the introducer dilator had a shaving attached. The introducer dilator has never been inserted into the patient body. Troubleshooting was performed and the sheath was replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.